Event description:
It was reported, that the battery of this pacemaker was suspected to be depleting prematurely. As the estimated remaining longevity decreased from five and a half years to two and a half years, within fourteen months. At this time, there is no evidence to suggest that a request has been made to have data from this device analyzed to confirm, the premature battery depletion (pbd) observation. The patient has been in atrial fibrillation (af), with high atrial rates for a prolonged period of time. Consequently, the device was reprogrammed, and the patient will be followed up via remote monitoring. No adverse patient effects were reported. The device remains in service.